Event description:
It was reported that this right atrial (ra) lead exhibited helix extension issues, with a reported number of turns exceeding the maximum number of rotations indicated in the physician's lead manual for longevity MRI. The helix mechanism extended abruptly and the lead exhibited noisy signals when manipulated. A lead fracture was suspected, as such the lead was removed and replaced. No adverse patient effects were reported. The lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited helix extension issues, with a reported number of turns exceeding the maximum number of rotations indicated in the physician's lead manual for ingevity MRI. The helix mechanism extended abruptly and the lead exhibited noisy signals when manipulated. A lead fracture was suspected, as such the lead was removed and replaced. No adverse patient effects were reported.